Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 1000223856 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient stated having issues with a two month old inflatable penile prosthesis (ipp) due to its pump being "hard as a rock". Patient liaison provided trouble shooing maneuvers of reboot, anti-stiction and burp. The patient stated that it seemed to be working but the process was not easy nor pain free. The patient also indicated experiencing a "half hard dick" for an extended period and pain while peeing. There was indication of possible future pelvic radiation. It was further reported that the patent stated that it was "hit or miss" on deflating since sometimes it is not possible to deflate at all even when squeezing the shaft hard. Inflating seems to require far more pain and pressure on pump than it was expected. The patient indicated that it was possible to get a couple of "pumps" before it felt "like a rock" again, and the pump "squirts" out of the fingers. The pressure applied caused swelling making it difficult to feel the button. The patient further stating feeling a bulging tube about 1/4 inch across at right base of shaft. The patient also indicated the small cell prostate cancer spread to the pelvic lymph nodes and liver so radiation would probably happen soon. Additional information was received in which the patient stated the button protrudes "nowhere near the height of the sample pump given". The sample pump gives a sense of being depressed while the patient doesn't sense any movement with it. Additional information was received in which the patient stated going to see the physician about the ipp issues and got it to inflate and deflate finally. The patient stated being able to depress the pump multiple times and the implant remaining limp. The patient indicated that holding the tubing allowed the pump to refill. No more information available at the moment, further information was requested. Additional information received stated that the patient was again unable to get the implant "up or down". Another appointment with the physician was scheduled. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the patient able to successfully cycle his device several times. He said the key was pulling down on the pump to seat it lower in the scrotum and to straighten the tubing, as he thinks that kinks in the line is the problem. He said that it was pulled more than he had done so in the past. He said that maybe he was told to do this but did not remember. Additional information was received in which the patient stated pump was sitting too high in the scrotum, and by pulling on it as it deflated, it seemed to relieve back pressure helping a trend towards "more consistent function". Patient also indicated that the tube on the right side appeared to be bloated, and though it might be due to the excess pressure needed to overcome pump location. The patient suggested getting a new pump in hopes it "might improve things" but would not need it any time soon. Patient stated when implant works, the pain and swelling results on easing pressure. Additional information was received in which patient stated physician agreed scheduling an appointment to evaluate the tube dilation perception. Patient further reported that the ipp seemed at full girth pressure after five or so full pump depressions. After that any further depression is very difficult. However patient suspects the problem was not on the pump but due to a possible kink in the cylinders. Additional information was received in which it was stated that there was more consistency with the deflation process. During the appointment with the physician the "tube bloating" was not identified but the patient was told to go back if it occurred again. Additional information was received in which it was stated that the device was operating as the patient expected, and was easy to inflate and deflate after the appointment. The patient stated everything was fine now. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 1000223856 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient stated having issues with a two month old inflatable penile prosthesis (ipp) due to its pump being "hard as a rock". Patient liaison provided trouble shooing maneuvers of reboot, anti-stiction and burp. The patient stated that it seemed to be working but the process was not easy nor pain free. The patient also indicated experiencing a "half hard dick" for an extended period and pain while peeing. There was indication of possible future pelvic radiation. It was further reported that the patent stated that it was "hit or miss" on deflating since sometimes it is not possible to deflate at all even when squeezing the shaft hard. Inflating seems to require far more pain and pressure on pump than it was expected. The patient indicated that it was possible to get a couple of "pumps" before it felt "like a rock" again, and the pump "squirts" out of the fingers. The pressure applied caused swelling making it difficult to feel the button. The patient further stating feeling a bulging tube about 1/4 inch across at right base of shaft. The patient also indicated the small cell prostate cancer spread to the pelvic lymph nodes and liver so radiation would probably happen soon. Additional information was received in which the patient stated the button protrudes "nowhere near the height of the sample pump given". The sample pump gives a sense of being depressed while the patient doesn't sense any movement with it. Additional information was received in which the patient stated going to see the physician about the ipp issues and got it to inflate and deflate finally. The patient stated being able to depress the pump multiple times and the implant remaining limp. The patient indicated that holding the tubing allowed the pump to refill. No more information available at the moment, further information was requested. Additional information received stated that the patient was again unable to get the implant "up or down". Another appointment with the physician was scheduled. No more information available at the moment. Should additional information become available, it will be provided.